Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify a21 alarm and missing segment or partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with broken belt clip slot

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had received unexpected restart. A cold reset was performed. Customer¿s blood glucose level was unknown. Customer reports failed in the display. Troubleshooting was performed. The insulin pump will not be returned for analysis